Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, the reload was not recognized by the handle. The indicator light did not illuminate or blink. The battery was removed and reconnected to the handle several times. It was used in the procedure but the firing stopped after 1cm. The device would not advance forward and was released from the tissue. Another device was used to complete the case. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. It is unknown if reinforcement material was used. The current patient status is good.